Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 376 mg/dl in the morning. The customer did a bolus and 2 hours later, his blood glucose was 426 mg/dl. The customer was also assisted with active insulin. The customer stated that he had 1.0 units left of a 7.0 unit bolus given 2 1/2 hours ago. The customer treated the high readings by bolus. The customer was advised that the pump will alarm if empty, the reservoir volume is accurate within 30.0 units, and reservoir will never be completely empty. The customer was advised to change the set.